Manufacturer narrative:
B5: corrected the date additional information was received from (B)(6)2020 to the correct date of (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10

Manufacturer narrative:
H6: patient code c76143 is no longer applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 reporting the patient's weight at the time of the ins not holding a charge/not ch arging was 220 pounds (255 pounds according to the hcp), they had been having problems for 1.5 years, and "it felt like it shorted out". Nothing was reported to be done to resolve the ins not charging/holding a charge, thus these issues were not currently resolved . They thought they run the battery so much that they needed a new one. The patient charges everyday, most times 2x/day. They were in a lot of pain, they had no power, and they needed a 2nd battery so they don't drain them as fast. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 16-jan-2020 reporting the patient's weight at the time of the ins not holding a charge/not charging was (B)(6), they had been having problems for 1.5 years, and "it felt like it shorted out". Nothing was reported to be done to resolve the ins not charging/holding a charge, thus these issues were not currently resolved. They thought they run the battery so much that they needed a new one. The patient charges everyday, most times 2x/day. They were in a lot of pain, they had no power, and they needed a 2nd battery so they don't drain them as fast. The hcp reported that when they saw the patient in (B)(6) 2019, 12/16 contacts were not working, and it was positional- thought to be secondary to the extension, likely where the leads plug into the extension there was probably an issue. The 12/16 contacts being out was likely the cause of the ins not charging, the patient was referred out to the original implant physician to see if they want to do a revision surgery, and thus the issues were not resolved as they were waiting to hear back if the physician was willing to do a revision. No further complications were reported or anticipated.

Manufacturer narrative:
Date of event: date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw the "no device found" screen and could not charge, so they were "dead in the water." During the call, the patient started a recharge session and after seeing the no device found screen and pressing recharge, the controller showed "connect the recharger" even though the rtm was plugged in. It was also reported that the patient had seen "mb04" errors on the controller screen for probably 2 or 3 months prior to report. Repair was able to clarify that the patient was getting rm04. The patient was told to reset the controller battery whenever they got that error message. It was later reported that the patient could not hold a charge and "it kept turning itself off" for a few months prior to report. After receiving a replacement rtm, the patient tried to charge the implant but it still would not charge. Patient services attempted to get the patient to go through passive recharge mode (prm), and the patient reported it flashed green at the top and showed number 97 but then did not do anything else and would not go to the normal charging screen. The patient was redirected to their healthcare provider since they received a replacement rtm and was unable to get through prm after trying for 4 hours. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.